Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from approximately 156 to 254 mg/dl. A pump system check was performed and there was no device issue noted. The cannula was not damaged. The infusion set was changed and a bolus was delivered to address the bg level.